Manufacturer narrative:
Details of complaint: the customer reported that this unit will not register the leads when they're connected; therefore, it will not read ECG. The issue was discovered during setup. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be physical damage. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that no other units/equipment were attached/related to the reported device. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit will not register the leads when they're connected; therefore, it will not read ECG. The issue was discovered during setup.

Manufacturer narrative:
The customer reported that this unit will not register the leads when they're connected; therefore, it will not read ECG. The issue was discovered during setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that no other units/equipment were attached/related to the failure.

Event description:
The customer reported that this unit will not register the leads when they're connected; therefore, it will not read ECG. The issue was discovered during setup.